Manufacturer narrative:
Weight: unknown, ethnicity: unknown, race: unknown, date rec¿d by MFR: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -14.00/+5.5/099 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2020. The patient experienced a refractive surprise and the lens remained implanted. The cause of the event was unknown.